Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause a communication error. Although the investigation found no evidence of any damage, the reported event could not be determined. Investigation also found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid diverted through the hole. Although the cannula was damaged, the exact timing and cause of the damage are unknown. The data download returned an 0x6a alarm, indicating that an occlusion occurred. No occlusion was found in the fluid path. Further inspection of the driving components of the system showed no resistive properties that would contribute to the pods inability to deliver insulin. The exact cause of the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 24 and 36 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.